Event description:
It was reported that the needle and shield separated from device during use with a relion® insulin syringe. The following information was provided by the initial reporter: it was reported that when removed the needle shield and needle assembly went off with it.

Manufacturer narrative:
H.6. Investigation: customer returned two (2) 31gx8mm, 0.3ml relion insulin syringes from an opened polybag from lot 9210511. Consumer reported removed the needle shield and needle assembly went off with it. Both returned syringes were examined and it was observed that both syringes exhibited needle hub/shield assemblies separated from the syringe barrels; no damage to the barrel tips were observed. A review of the device history record was completed for batch# 9210511. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200837337] noted that did not pertain to the complaint. There was one (1) notification [200837775] noted for out of spec shield pull. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, and logbook entries were looked at, nothing pertaining to this defect was found. Root cause for this defect cannot be determined. Tip-2019-37 was implemented on 10jul2019 for increased sampling for needle hub separates in 0.3ml. Capa1122103 has been opened to address this issue.

Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle and shield separated from device during use with a relion® insulin syringe. The following information was provided by the initial reporter: it was reported that when removed the needle shield and needle assembly went off with it.